Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed and displayed a "service due 33 error message." It was reported that other than the alarm and message, the pump was working fine and the patient was not experiencing any side effects. Per reporter the patient subsequently switched to their back up pump to continue infusion treatment. It was reported that the medication was administered continuously via infusion route. No adverse patient effects were reported.